Event description:
There was no reported problem with this particular bur. The bur was not used. Customer returned an unused bur to be evaluated due to similar burs breaking. During manufacturer evaluation it was found that there was an insufficient weld at the weld site.